Event description:
Information was received indicating that the cadd prizm vip pump caused under infusion. The pump was unable to be re-started at the infusion center. The pump states ?no rate programed", ?rate of 1ml per hr", ?0 ml infused." The chemotherapy bag weighed 196 ml including weight of bag, so little 5fu infused. The patient was not affected.